Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a weak battery alert. The patient's blood glucose was over 400 mg/dl, which was treated via manual insulin injection. The customer did not treat with the insulin pump due to not believing that the device was working. The device also alarmed failed battery test despite a new battery being inserted. The battery cap contacts, battery compartment, and spring were not missing or corroded. No products were returned or replaced.